Event description:
Approximately one month after implant, this patient was found to be hemiplegic. It is unclear when the stroke actually occurred as the patient had been under prolonged sedation due to post-operative complications that included non-device related sepsis, septic thrombus that resulted in a pump exchange and cardiac arrhythmias. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.